Event description:
It is reported that the mini quick-connect in the mini-frag set is not retaining the screwdriver. It was confirmed that the instrument was found to be broken in the instrument room prior to the surgery, and was not used in a procedure on a patient. Additional set was available for use. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The device was evaluated by product development engineer. The report states that one handle with mini quick coupling (part#311.01, lot#7053210) was received for evaluation with complaint category "will not hold." The complaint condition could not be replicated during this evaluation. This device will undergo a subsequent manufacturing evaluation including function test and destructive testing if applicable to determine if there was a manufacturing issue related to this complaint. The design is adequate for its intended use and did not contribute to this complaint event. The design is adequate for its intended use and did not contribute to this complaint event. Therefore, this complaint is invalid from a design perspective.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was evaluated by manufacturing. The report states that one handle with mini quick coupling was returned for evaluation. The external surfaces are in good condition. The functional check failed at this evaluation but the cause was not able determined because dimensional checks were not able to be obtained. Dimensional checks were not able to be obtained on components e2045 and e2025 because the components are pressed together and removal would destroy the components and features. Because these features are unobtainable this complaint is indeterminate.

Event description:
This is report 1 of 1 for complaint (B)(4).